Event description:
It was reported that the stenoscope system had horizontal lines across both monitors and poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended, and put back into service.